Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) cubie was failed. A technical support specialist (tss) identified that the stations had bad firmware, which removed the fh cubie drawers from the bus. The station itself had not been rebooted to apply the bad firmware. The firmware was downgraded to a prior stable version using knowledge article (ka) legacy full height drawer no longer accessible after applying firmware 1.8.2.12 as a temporary mitigation to restore stability, with the expectation that the system would be upgraded again once a reliable firmware version became available. The station firmware upgrade to the applied version was planned for the next reboot of the station according to the customer schedule. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie failed following the deployment of the total firmware package on version 1.4.4.2 / windows 10 devices. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.